Event description:
This pt was enrolled in the study in 2007 with 3-vessel disease. The main indication for the procedure was unstable angina pectoris. During an unscheduled visit seven months post index procedure the pt was experiencing angina pectoris and had a positive stress test. Angiography was performed which revealed a late stent thrombosis. This was treated with the implant of a taxus liberte stent. The event was resolved without sequel. The target lesion was a native, de novo, ostial, smooth, readily accessible, eccentric, moderately calcified, type c proximal circumflex artery with thrombus present. The reference vessel diameter was 2.5mm and the lesion length was 20mm. Pre-procedure diameter stenosis was 90%. The lesion was pre-dilated with a 2.75x33mm balloon at 14 atm and a 2.75x33mm cypher select plus stent was electively implanted at 14atm with satisfactory results. The stent was post-dilated with a 2.75x33mm balloon at 18atm. Post-procedure diameter stenosis was 0%. The pt's pre-procedure medications included: aspirin, statins, and beta-blockers. The pt's intra-procedure medications included: aspirin, clopidogrel and reopro. The pt's post-procedure medications included: aspirin, statins, ace inhibitors, beta-blockers and clopidogrel.

Manufacturer narrative:
The product is not available for evaluation and testing. This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.